Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be component failure. The pressure sensor was replaced and subsequently the device passed the 30 psi occlusion pressure test with a measured value of 26.900 psi, which is within specification. No patient involvement was reported. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 21.560 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.